Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 12 synergy¿ drug-eluting stent was selected for use. However, when the stent protecting sheath was pulled out, it was noted that the stent was not mounted and the stent dislodged. The physician observed that there was no resistance felt when pulling out the protecting sheath. The procedure was completed with a non-bsc stent. No patient injury or complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr, 4.0 x 12mm stent delivery system (sds) was returned. A visual examination found that the stent separated from the sds. The stent was loaded on the pigtail mandrel and was damaged on the proximal end. A visual examination found no issue with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The product stent protector was returned with the device and the inside diameter of the stent protector was measured and is within specification. A review of the batch records for the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 12 synergy¿ drug-eluting stent was selected for use. However, when the stent protecting sheath was pulled out, it was noted that the stent was not mounted and the stent dislodged. The physician observed that there was no resistance felt when pulling out the protecting sheath. The procedure was completed with a non-bsc stent. No patient injury or complications were reported.